Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 300 units and received an initial accurate fill estimate of over 60 units. The customer's blood glucose level was 356 mg/dl, and was addressed with a manual injection. Review of the pump data logs showed that the customer reloaded the cartridge and received an accurate fill estimate.